Event description:
A facility reported a hakim programmable valve caused a developmental disorder (according to the doctor). An attempt was made to improve the situation by adjusting the valve. However, a developmental disorder has already occurred in the child. The implant is still in the patient.

Manufacturer narrative:
The valve was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for the for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.